Event description:
It was reported that while using bd facscelesta¿ flow cytometer waste leakage occurred outside of instrument. Patient impact was not reported. The following information was provided by the initial reporter, translated from german to english: the customer has already switched to the hts connection, and there is also leakage here as part of the compliance review, this is a safety check related to the reported leak (liquid leaks at the wasteline).

Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facscelesta¿ flow cytometer waste leakage occurred outside of instrument. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer has already switched to the hts connection, and there is also leakage here as part of the compliance review, this is a safety check related to the reported leak (liquid leaks at the wasteline).